Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.

Event description:
The pt reported that he had a lead replacement surgery in 2009. He stated that the replacement "took 3.5 hrs" and "did not go well" according to his doctor. There was no known accident or incident that necessitated the replacement. A follow-up report will be sent if additional information becomes available.